Event description:
A site representative, biomed, reported a 4mm inaccuracy that occurred while in a procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. On (B)(4) 2013 medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed and worked accurately. No issues found. No files/scans/exams were returned to manufacturer for evaluation.

Manufacturer narrative:
The surgeon took a second spin after noticing the initial inaccuracy. The inaccuracy was reduced after the second spin to 1-2mm. The surgeon continued to navigate for the rest of the procedure with this accuracy. No patient harm occurred.